Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that an incorrect item was offered to issue. A technical support specialist (tss) guided the customer over the phone to perform a cycle count on bin 01 22, where the screen displayed that medication was assigned. The tss advised the customer to contact the pharmacy team to investigate further and ensure that the correct item was assigned to the bin. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 an incorrect item was offered to issue, there were no labels in any cubie in the drawer. However, there were no delays or adverse events or injuries reported based on this event.